Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
Patient had a total hip replacement. The stem was broken. There is an allegation that the accolade stem and metal head have disassociated and the poly liner was also revised. All devices have been identified as implant sheets have been made available.

Manufacturer narrative:
An event regarding disassociation and altr involving a metal head was reported. The event was not confirmed. Device evaluation and results: not performed as the reported device was not returned for evaluation. Medical records received and evaluation: a review of the provided medical records by a clinical consultant indicated: on (B)(6) 2016 a revision of the left total hip arthroplasty with extended trochanteric osteotomy and revision of the stem and acetabular polyethylene was performed for a pre- and post-operative diagnosis of "failure left total hip prosthesis with trunnion where (sic), corrosion and dislocation of femoral head from femoral stem. The operative report notes, "black fluid and metallic staining ... Significant wear to trunnion and head dislocated ... The stem well-fixed. There is no subsequent or additional documentation regarding this case available. There are no x-rays available for review. There is no examination of the explanted components and no histopathology report from the revision surgery available. Based upon the information available for review, no determination can be made regarding the cause of this clinical event requiring revision surgery nine years post implantation. Device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: a review by a clinical consultant concluded: based upon the information available for review, no determination can be made regarding the cause of this clinical event requiring revision surgery nine years post implantation. The event and exact cause of the event could not be determined because insufficient information was provided. Additional information, including progress notes, x-rays and return of the device are needed to fully investigate the event. If further information and/or the device becomes available this investigation will be re-opened. Product surveillance will continue to monitor for trends. The subject device has been identified to be within scope of nc and CAPA. Lot specific voluntary recall ra 2016-028 was initiated for the lfit v40 cocr heads within scope of nc and CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analyses identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. No further investigation is required.

Event description:
Patient had a total hip replacement. The stem was broken. There is an allegation that the accolade stem and metal head have disassociated and the poly liner was also revised. All devices have been identified as implant sheets have been made available.